Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent the surgery to fix the right distal humerus fracture. On (B)(6), 2020, the patient underwent the removal surgery because the bone union was confirmed. And there was a pressure ulcer at the elbow. The surgeon commented the cause of the pressure ulcer was that the patient was bedridden. During the removal, the surgeon couldn¿t remove the screw and the screwdriver stripped the screw head. The surgeon used the carbide drill and drilled around the remained screw with the hollow reamer. The surgeon tried to remove the screw with the removal instruments, but the screw was stuck into the bone hardly, and he gave up removing the screw. After the surgery, the part of the pressure ulcer became clear and there was no protrusion on the skin. The surgery was completed successfully with ninety (90) minutes scheduled surgery time. No further information is available. Concomitant device reported: unknown screwdriver (part # unknown, lot # unknown quantity 1); screw (part # unknown, lot # unknown quantity 1). This report is for one (1) 2.7/3.5mm ti va-lcp medl dstl hum pl/2h/rt/82mm-med-ster. This is report 1 of 2 for complaint (B)(4).